Manufacturer narrative:
The customer¿s meter and strips have been requested for return. The customer was not able to return the test strips. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 9:01 am, the result was 36 mg/dl. At 9:02 am, the result was 52 mg/dl. At 9:06 am, the result using accu-chek inform ii meter serial number (B)(4) was 96 mg/dl.